Event description:
The customer reported needing a repair for the sound at their philips intellivue information center (piic). Device was in use, no adverse event involving patient or user was reported.